Event description:
The facility contacted baxter (B)(4) technical services to report an interlink y-type catheter extension set with "a connection issue (tubing came apart from the y connector part of the set)." It is unknown during what process step the reported malfunction was identified. It is unknown if there was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore, the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). If additional relevant information or samples become available, a follow-up report will be submitted.